Event description:
Customer reported the system displays all squares. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ps1 power supply and x-ray controller. System operates as intended. This MDR is related to ge healthcare complaint number.